Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Reportedly a new cartridge to resolve the issue. Additionally, it was reported that occlusion alarms occurred. Customer changed pump supplies and resumed insulin delivery. Customer's continuous glucose monitor read "high," however, specific bg value was not provided. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.